Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was 2500 ohms by (B)(4) 2015. The analysis of the device memory also indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The rv pace impedance steady at approx. 770 ohms through (B)(4) 2014, then trends upward through (B)(4) 2015.

Event description:
Furthermore, the rv lead had high impedance and the pacing threshold was slightly above range. The lead has a planned replacement.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6) 2015, rv pacing impedance spiked to 2512 ohms in a gradually rising trend where impedance increased above 1000 ohms beginning (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in rv pacing impedance and a slight increase in rv capture threshold measurements, along with a suspected micro-dislodgement. The rv lead remains in use. No patient complications have been reported as a result of this event.